Manufacturer narrative:
The device hardware was not physically returned to clarius. However, the device software (clarius app) was evaluated by clarius customer support team. The issue was successfully resolved by processing with a hard reset of the scanner.

Event description:
A scanner malfunction due to a corrupted sd card delayed diagnostic imaging for a patient with low oxygen levels and elevated white cell count. Lung auscultation suggested pneumonia, while a chest x-ray raised concerns about pulmonary congestion. The patient's condition worsened, requiring increased oxygen support and eventual transfer to a larger facility. Limited diagnostics prevented timely intervention with diuretics, but the delay did not result in death or severe health deterioration. The malfunction was resolved with customer support assistance.